Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were observed. Functional evaluation confirmed the battery could not hold a charge. The complaint was confirmed and the root cause has been associated with an electrical component failure.

Event description:
It was reported that the device will not hold a charge. This generated that the spider loss it position during the procedure. No significant delay or patient injury reported.